Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection a fracture of the inner conductor coil between the ring electrode and the lead tip was found. In addition, severe abrasion marks at several positions of the lead segments were noted. This damage can be considered the root cause of the clinical observation reported in the complaint description. Based on the characteristics of the damage it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state such as excessive flexing. Further damages like cuts into the insulation 7cm distal to the is-1 connector pin and the bend distal part of the lead most likely occurred during the procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to out of range impedances. During explant, physician noted the lead tip was bent. No adverse patient events were reported. Should additional information become available, this file will be updated.